Event description:
Customer reported the insulin pump alarmed no delivery and blood glucose was over 400 mg/dl/ customer was reporting a past event, unable to troubleshoot. Customer stated he did a set change and it resolved the issues. Event occurred the last week of december. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.